Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The off and lock keys on the keyboard were collapsed, the battery contacts were compressed, and the upper and lower cases were broke.

Event description:
It was reported the epg (external pulse generator) turned off by itself several times while pacing patients. The last patient it happened with went asystole and was starting to pass out. The nurse turned it back on, and immediately the patient was paced and returned to a viable, paced rhythm. It was further reported there had been four instances over several months of the device turning itself off on different patients. In the first incident, the staff changed the battery, and the device seemed to be fine. The same thing happened with the second and third patients, so the biomedical engineer ran the device for 24 hours, without any problem. In all cases, there was no patient injury because the device was changed out. No further patient complications were reported as a result of this event.